Event description:
The customer reported via telephone that her belt clip and serter broke. The customer was sent a replacement serter and belt clips. The customer's blood glucose value was reported as 420 mg/dl. The customer treated with a manual injection after the serter break.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.